Event description:
Customer reports that the device read 721mg/dl. The result was not found in device memory while troubleshooting with the manufacturer. Based on this result, the customer called their doctor who advised her to go to the hospital. The customer reports testing 86mg/dl at the hosp 20 minutes later. The numeric reading range of the device is 10mg/dl to 600mg/dl. No treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device and replacement was sent.